Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level (below 40 mg/dl). Reportedly, the pump's basal rate settings needed to be adjusted. Customer required assistance addressing bg level with a manual injection. Recommendation was made to discuss diabetes management and pump settings with a health care provided.